Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump displayed a motor error. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: event date: (B)(6) 2019.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump displayed a motot error. There was no reported injury to the patient.